Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence

Event description:
It was reported that the user experienced low glucose at 66 mg/dl while using the ilet system, treated with oral glucose tablets, and was advised to forego a meal announcement due to hypoglycemia, with cause unclear. Symptoms included hypoglycemia. Outcomes included transient low glucose without hospitalization. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no device malfunction reported, and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.